Event description:
Event description guidant received information that this pacemaker was implanted with the leads reversed in the header. Upon removal of the leads for appropriate placement, difficulty was experienced loosening one of the setscrews which had been stripped. Therefore, the device was explanted and replaced without further incident.